Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose for several hours and suspected the infusion set was placed into abdominal scar tissue, resulting in improper insulin delivery; the user was guided to change only the infusion set, relocate the insertion site away from scar tissue, and resume insulin delivery on the ilet system, with an alert noted. Symptoms included hyperglycemia. Outcomes included user education, continuation of insulin therapy after infusion site change, and user monitoring with instructions to call back if needed. Investigation included customer care troubleshooting and education focused on infusion set placement and reconnection steps. Investigation of this case revealed that the infusion set was likely deployed into scar tissue or not optimally connected, compromising insulin delivery from the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion site selection and set insertion.